Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. Patient also reported being unsure if cannula had properly inserted at activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 47 pulses and then the device was deactivated by the user at pulse 57. The firing flat was in the expected vertical position for deployment. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. Although no issues were noted with the needle mechanism, a root cause for the reported needle mechanism failure and improper insertion of the cannula could not be determined. Investigation found the exposed portion of the soft cannula was torn. During fluid path testing, fluid was observed to be leaking from the observed tear. Although the soft cannula was damaged, the timing and cause of the damage could not be determined.